Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured left implant". Then healthcare reported that the patient reported "indentation with occasional discomfort". This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening, observed opening through microscopic inspection assessed a fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "ruptured left implant". Later healthcare professional reported "indentation with occasional discomfort". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "ruptured left implant". Later healthcare professional reported "indentation with occasional discomfort". This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to h10 related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2026-03095. All information has been consolidated into this report. In response to FDA report number: (B)(4). Additional, changed, and/or corrected data: a2, a4, a5, a6, b5, b6, d6a, e4, g2, h10, h11.